Event description:
It was reported that a patient presented with grade degenerative mitral regurgitation, pre-existing chordal rupture, and anterior 3 prolapse for a mitraclip procedure. While attempting to approach the target using an nt clip, a torn chordae tendineae within the left atrium became caught in the clip. Troubleshooting was performed and the entrapment was resolved. A new tendon rupture was confirmed. Grasping was performed with the nt, but because sufficient mr reduction and valve leaflet grasping could not be achieved, the device was replaced with an xt. The same target was approached. The procedure was terminated because sufficient valve leaflet grasp and mr reduction using the xt could not be achieved. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove from anatomy was due to procedural circumstances (user technique of positioning/troubleshooting). The cause of the reported unable to grasp leaflets was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.